Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of intraocular lens (iol) did not slide properly into the cartridge. Additional information has been requested, received and stated that the problem was that there was a mark in the center of the implant. The pharmacy intern assume that this gap was made by the metal tip of the injector at the time of preparation and/or injection. There was contact with patient eye because lens was implanted, before being explanted. Clinical consequences observed in the patient were longer surgery time and more traumatic surgery because of the need to widen the incision to explant. The procedure was complete with same model and diopter back-up company lens.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated with a non-qualified viscoelastic. It is unknown if a qualified handpiece was used. The product was not available for return. The root cause for the reported mark potentially related to a failure to follow the instructions for use (IFU). The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Information was provided that the damage appeared to have been caused by the unspecified handpiece plunger. The file will be reopened if new information is provided. The manufacturer internal reference number is: (B)(4).